Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current measurement test. No unexpected critical pump error (open book) during testing. However, device received with pump error 68 alarm, pump error 49 alarm, pump error 23 alarm, pump error 75 alarm during self test and high sleep current measurement due to moisture damage electronic assembly. Device received with moisture damage on the motor and keypad flex tail noted. No moisture damage on the battery tube, vibrator, keypad traces or keypad dome switches noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was received with red x with question mark. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.